Event description:
Caller reported a malfunction on the pump, and it was confirmed there were no notable events prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arose again, which the caller understood and acknowledged.